Event description:
It was reported that the deep brain stimulation (dbs) patient presented with scalp erosion around the left burr hole cover and left lead was exposed. The physician assessed that the patient had scratched it until it opened. The patient underwent a procedure where the burr hole cover was removed, and the lead was partially pulled from brain and cut lead as far as he could under the incision. The lead remains attached to the extension. The patient was advised to turn left lead stimulation down to zero and follow up with the neurosurgeon. The patient was given antibiotics and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: null, batch: 30958899.